Event description:
Push button mechanism would not work; tried 5 times. Product had patient contact but no patient harm. Manufacturer response for bd vacutainer push button blood collection set, (brand not provided) (per site reporter): product will be picked up by the vendor rep.